Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a leak occurred and blood was drawn back into the cardiosave intra-aortic balloon pump (iabp). There was no patient harm or adverse event reported. This report is for the iab involved in the event. A separate report has been submitted for the cardiosave iabp under mfg report number 2249723-2023-02512.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4). H3 other text : device not returned

Event description:
It was reported that after 12 hours of intra-aortic balloon (iab) therapy, a leak occurred and blood was drawn back into the cardiosave intra-aortic balloon pump (iabp). The iab was removed one hour later. There was no patient harm or adverse event reported.